Event description:
During the index procedure one endeavor sprint stent was used in the prox cx vessel. In the same year the patient suffered from cerebral infarction. The event was assessed as not related to the study device and the patient was given medication. Patient recovered.

Manufacturer narrative:
Event date: year only valid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.